Event description:
Upon entry into the peritoneum with electrocautery, the gases in the pneumoperitoneum ignited causing a shotgun like boom, no visible flame witnessed, but heat obvious outside of field as surgeon's mask melted. Additionally, areas of small bowel injury noted to appear like pebble sized impacts to six inches of small bowel that required surgical removal that was adjacent to an ischemic bowel section that was pre-existing. Bovie.